Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a class a, non flow-limiting dissection of the mid sfa artery occurred post-atherectomy. The mid sfa target lesion was 85% stenotic, mildly calcified, and 20mm in length. One patent run-off vessel was present prior to therapy. The lesion was treated with a 2.0 solid crown oad which was spun at low speed (60k rpms) for two runs (45sec each) , at medium speed (90k rpms) for two runs (45sec each) and at high speed (120k rpms) for two runs (45sec each) for a total run time of 2min, 15sec. The residual stenosis was 30%. At this time, an sfa dissection was noted. It was treated with a 5.0x40mm evercross .035 pta balloon inflated twice to 16atms each for a total inflation time of 2min followed by placement of a 7.0x80mm everflex self-expanding stent. The residual stenosis was 0%. The expectations for the case were met. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis: therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 39 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).